Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was dislodged and exhibited low sensing during the atrial lead revision procedure on (B)(6) 2018. The lead explanted and replaced. The patient tolerated the procedure well and was stable before, during and after the procedure.